Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in my right side of my bottom/ chronic apin became unbearable") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3, joint pain, foggy feeling in head, back pain and inflammation. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in my right hip"), abdominal distension ("tummy bloating"), overweight ("I was overweight"), alopecia ("I have suffered with excessively thinning hair") and metal poisoning ("have heavy metal poisoning because of having the essure in my body"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for pelvic pain, arthralgia, abdominal distension and overweight were unknown. The reporter considered abdominal distension, alopecia, arthralgia, metal poisoning, overweight and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 26-may-2023: case became serious incident. Essure removal surgery details added. Event hair thinning & heavy metal poisoning added. New reporter & medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in my right side of my bottom/ chronic pain became unbearable") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3, joint pain, foggy feeling in head, back pain and inflammation. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in my right hip"), abdominal distension ("tummy bloating"), overweight ("I was overweight"), alopecia ("I have suffered with excessively thinning hair") and metal poisoning ("have heavy metal poisoning because of having the essure in my body"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for pelvic pain, arthralgia, abdominal distension and overweight were unknown. The reporter considered abdominal distension, alopecia, arthralgia, metal poisoning, overweight and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.